Manufacturer narrative:
The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Samples were received in their original package and were visual and functional inspected. During functional inspection leaking was detected between the connection of the tubing line and the cross spike connector. The reported failure mode will be treated as confirmed related to manufacturing/production process. The root cause and action plan will be documented through a formal corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.

Event description:
The customer reported that there is continuous flow at the junction of the tubing and the purple connection, however, the device was investigated and during functional inspection leaking was detected between the connection of tubing line and cross spike connector.